Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia of 350mg/dl and symptoms lasted for approximately four hours. The insertion site was at abdomen. The patient received treatment by pump. No further information is available.